Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. The returned device was examined, and it was found that the batteries were depleted. No data could be retrieved from the device. The soft cannula was found to have a tear and fluid leaked from that tear into the device. This leakage caused corrosion to the pcb which allowed the batteries to deplete, and prevented the successful delivery of insulin.

Event description:
It was reported that the blood glucose level reached 17 mmol/l (306 mg/dl) while the patient was wearing the pod between 5 and 24 hours on the abdomen and insulin was not being delivered as intended.